Event description:
Additional information received reported that the physician requested that the patient go back for an appointment with him and a manufacturing representative (rep) to do some programming and see if they could figure out what was happening when the patient was getting "shocked." The rep met with the patient and the physician and the healthcare provider (hcp) instructed the rep to program a low density (ld) program. The patient bent, twisted, and stretched to see if any "shocking occurred", which did not. The x-ray showed no movement of leads compared to time of implant. Adaptive stim (as) was turned off and the patient was sent home with ld programming and was to report back to the physician with results.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n445194, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) at an appointment with their physician on the day of report. The ins device was then turned off and the patient requested that it be explanted. It was unknown if any diagnostics or troubleshooting was performed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Omitted information related to (B)(4) regarding the patient¿s overdischarge issue]